Event description:
It was reported that a endoscopic multifeed stapler was used during a video assisted laparoscopic irrguinal hernia procedure. It was reported by the affiliate that the stapler wouldn't staple. There was no consequence to the pt.